Manufacturer narrative:
The complaint allegation is confirmed. Based on the images provided from the field, it is evident that the sutures were torn. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the broken sutures can be attributed to use error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/21/2024, it was reported by a sales representative via email that (2) ar-3636-1 knotless 1.8 fibertak repair suture broke during tensioning. This was discovered during a bankart procedure on (B)(6) 2024. Additional information requested.